Event description:
It was reported the device reached eri (elective replacement indicators), but when it was checked three months ago, the estimated longevity was noted to be about eight years. Battery voltage and impedance measurements were not able to be obtained. The device was explanted and replaced. It was returned with an additional report that the device was subjected to MRI mistakenly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of device memory data revealed anomalous battery voltage measurements caused by a measurement lock-up, resulting in an unclearable eri. The condition was the result of a timing anomaly internal to the pacing/sensing integrated circuit.